Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: device return- customer called to say no sutures will be returned. Events were submitted via 2210968-2021-05713.

Event description:
It was reported that the patient underwent a strabismus procedure on (B)(6) 2021 and the suture was used. During the surgery, the suture frayed. Another like suture was used to complete the procedure. There were no adverse consequences for the patient.